Manufacturer narrative:
As neither a lot number nor customer samples have been made available no tests could be performed. After several requests for further investigation we have been informed by the initial reporter that the investigation can be closed as the initial complainant to the distributor will not provide any further information. Due to lack of information no investigation can be performed and therfore no conclusion regarding the cause of the skin injury can be drawn. We therefore close the investigation.

Event description:
On(B)(6)2019 , we have been informed about an incident with ECG electrodes at royal derby hospital, UK. Short term diagnostic electrodes model skintact rt38 were useed. No lot number was provided. The complainant reported "ECG electrodes are tearing fragile skin on removal". We are requesting further information on the patient, the skin preparation, the duration of wearing if and how the skin reaction had to be treated.

Manufacturer narrative:
As neither a lot number nor customer samples have been made available no tests could be performed. No conclusion regarding the cause of the skin injury can be drawn so far. We have requested further information on the patient, the skin preparation, the duration of wearing, if and how the skin reaction had to be treated. We will provide a follow up report upon receipt any further information.

Event description:
On (B)(6) 2019, we have been informed about an incident with ECG electrodes at (B)(6). Short term diagnostic electrodes model skintact rt38 were used. No lot number was provided. The complainant reported "ECG electrodes are tearing fragile skin on removal". We are requesting further information on the patient, the skin preparation, the duration of wearing if and how the skin reaction had to be treated.